Event description:
The report from the affiliate indicated that during a pci procedure after exchanging guiding catheters twice, the lesion was pre-dilated using the buddy-wire method and ivus was done. While attempting to deliver the cypher 2.5/18 mm stent to the target lesion, the physician noted that there was resistance at the bend of the mid right coronary artery (rca). The target lesion was the right posterior descending coronary artery (rpda). The lesion was reported to be: de novo, moderately calcified, moderatley tortuous, and a 90% stenosis. The stent was removed from the patient and the physician noted an uplifted proximal stent strut was present. Ivus was done again. A cypher 3.0/18 mm stent was then implanted without any problem reported. There was no reported patient injury. There was no patient information available.

Manufacturer narrative:
Please note that device (lot# i0506008) is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.